Manufacturer narrative:
The investigation of pump stop has been completed. The pump was returned for investigation. The data log shows several 115-impella stopped alarms with a motor current spike at the end of the case run. The catheter was found completely detached with the kink protector from the red handle, which caused all three electrical lines to be open, resulting in the pump stopping. According to the clinical notes, the catheter was damaged while turning the patient. The cause of the pump stop issue was an open electrical line found at rend handle.

Event description:
The complainant reported a 62-year-old male patient with cardiomyopathy and other systemic comorbidities was implanted with an impella cp device for mechanical circulatory support. During impella support, there was significant damage to the catheter when the patient was turned. The damage resulted in a pump stop. The pump was removed. There was no patient harm reported.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿